Event description:
It was reported that during placement, the catheter product experienced a malfunction involving balloon damage, with no balloon remnants remaining in the body, no additional measures taken, contact with the balloon and patient condition unknown, and the product lot number was mykv2147.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.